Event description:
Consumer complaint of blood result reading of "hi". Customer normally reads 160-165mg/dl. Customer knows that she is aware of high glucose values. Last 5 blood results in memory: hi, hi, 88mg/dl (daughter-in-law's blood test), 285mg/dl, 169mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user has high glucose value.

Event description:
Consumer complaint of blood result reading of "hi." Customer normally reads 160-165mg/dl. Customer knows that she is aware of high glucose values. Last 5 blood results in memory: hi, hi, 88mg/dl (daughter-in-law's blood test), 285mg/dl, 169mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).